Manufacturer narrative:
(B)(4) b3 - event date - date of publication d10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen patella catalog #: ni lot #: ni. E1 - contact - correspondence author. Olson, n. R., parks, n. L, nagda, s. S., mcasey, c. J. (2025) to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al. The journal of arthroplasty, 40(10), 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one (1) patient within the cemented group experienced a fall that resulted in a traumatic knee dislocation. The patient was initially treated with reduction and external fixation, however, the dislocation was compounded by a vascular injury and compartment syndrome that necessitated an above-knee amputation one (1) month following the injury approximately four (4) years and nine (9) months post knee arthroplasty. Attempts have been made, however, no additional information is available.